Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a problem with the controller of an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). The patient was unable to increase the intensity of the neurostimulator, receiving a "settings not available" message when attempting to do so. This issue resulted in increased pain due to decreased stimulation. The patient had been able to charge the device and decrease the intensity but could not increase it back to the usual level. The patient attempted to reset the controller, but this did not resolve the issue. The patient was redirected to contact their healthcare provider to schedule an appointment with a representative for further assistance. Additional information was received from the patient. The patient reported their issue persisted. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, >40k. A loss of stimulation was also noted. Interrogated ins, high impedances were noted on 2 contacts, electrodes 1 & 4. Settings not available was seen. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.